Event description:
It was reported that during an electrophysiology (ep) ablation, charring was discovered on the catheter tip. The atrial flutter ablation was being performed in the right side of the heart with a 7-110-2.5-8-8-k2 blazer ii prime xp catheter connected to an (B)(4) generator. The ablation parameters were: average power of around 20, the temperature was at 60 and 65 degrees, generator in temperature mode, with ablation of 120 seconds per burn. Two (2) grounding pads were used, one on the back and the other one on the hip. As the burning was occurring at the isthmus in the right atrium, the catheter was not getting adequate power and was also getting high impedance levels. The catheter was removed for visual inspection and char accumulation was found on the tip of the catheter. The catheter was replaced with another of the same catheters to successfully complete the procedure. No patient complications were reported and the patient's status is okay.

Event description:
It was reported that during an electrophysiology (ep) ablation, charring was discovered on the catheter tip. The atrial flutter ablation was being performed in the right side of the heart with a (B)(4) blazer ii prime xp catheter connected to an ept1000xp generator. The ablation parameters were: average power of around 20, the temperature was at 60 and 65 degrees, generator in temperature mode, with ablation of 120 seconds per burn. 2 grounding pads were used, one on the back and the other one on the hip. As the burning was occurring at the isthmus in the right atrium, the catheter was not getting adequate power and was also getting high impedance levels. The catheter was removed for visual inspection and char accumulation was found on the tip of the catheter. The catheter was replaced with another of the same catheters to successfully complete the procedure. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection of the returned device shows a bend in the distal section. The right curve and left curve meet specification. Verified ablation using maestro generator 3000 in power mode. No error codes were displayed on maestro screen and the device performed within product specification. During electrical testing of the catheter, the device was within product specification and no opens or shorts were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).